Manufacturer narrative:
(B)(4).

Event description:
It was reported, the (B)(6), pt, underwent a pump replacement procedure. During the procedure, the physician had cut the catheter. The catheter and pump were both replaced. The pt was monitored for the post surgery period, and it was noted that "everything was ok". The pt subsequently died of sudden cardiac death during the night. The physician had decided neither to explant the system, nor proceed with a post-mortem examination. The pump infused lioresal 500 mcg/ml, daily dose 49.97 mcg/day.